Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were several stent struts on the distal to the center of the stent that were bent, lifted, bunched-up and overlapping. A visual and tactile examination found no issues with the tip profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. A 3.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Dilatation was performed with a balloon catheter and the physician attempted to deliver the device again, but the mounted stent got deformed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. A 3.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. Dilatation was performed with a balloon catheter and the physician attempted to deliver the device again, but the mounted stent got deformed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.